Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No unexpected shutting off, time/date, or setting resetting noted. No damage was found on the display isolation tape during visual inspection. Pump received with cracked reservoir tube lip, minor scratched display window, scratched reservoir tube window, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 398mg/dl. Troubleshoot was conducted. The customer states there is a hairline crack on the reservoir. The customer was advised the pump would have to be replaced and returned for analysis.